Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Troubleshooting found insulin did not exit and the insulin pump alarmed no delivery with a fixed prime. The customer also reported insulin exited with a manual prime. Customer's blood glucose was 155 mg/dl at the time of incident. The customer also reported the no delivery alarm was resolved by a complete set change in the past. Customer also reported the alarm was excessively occurring for the past three days. The customer also reported the top piece of the reservoir compartment was missing from the insulin pump. The customer was advised the insulin pump needed to be replaced. Customer declined to return the insulin pump at the time of the call.